Manufacturer narrative:
This report is for an unknown nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a planned removal procedure of the long pfna one (1) screw broke, and there was difficulty removing the blade and sleeve. When attempting to remove the pfna blade according to technique, the blade remained in the nail. The closing cap of the blade, however, was separated from the blade by hammering it out. An attempt was made to remove the sleeve of the blade by means of the appropriate instruments. Unfortunately, the sleeve was so tight that it could not be moved at all and the instruments lost the connection to the blade. Subsequently, an attempt was made to remove the blade with the hook. However, even with the help of additional wires, it could not be sufficiently fixed. The hook kept coming out after several attempts to knock the blade out. The attempt to mill the blade with drills in the hope of loosening the sleeve was abandoned after several drills wore out. The wound was closed, and the nail was left in. There was a surgical delay of 100 minutes. The procedure was not successfully completed. This report involves one (1) unknown nails: pfna. This is report 3 of 7 for (B)(4).